Event description:
Pt had onset of lower back pain, shortness of breath, 12 minutes into treatment. Treatment was halted and resumed on a polysulfone dialyzer without further complaints or incidents. First use preprocessed dialyzer.